Manufacturer narrative:
The insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. No moisture damage was noted on the electronic, motor, vibrator or battery tube assembly during the visual inspection. No unexpected number ramping anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump buttons unresponsive. Customer stated when she was giving bolus the upkep kept scrolling and got stucked. Customer's blood glucose was unknown. Customer stated went on water ride. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).